Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an adhesive event where 2 infusion sets fell off on 28-jun-2024 and 29-jun-2024 during use.the infusion set has been used for about 16 hours for event 1 and 2 hours for event 2. Patient replaced infusion set and resumed insulin successfully no further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.